Event description:
Same case as: MDR ID 2134265-2013-03205. It was reported that during a rotational atherectomy treatment procedure, patient expired. The vessel being treated was the left anterior descending artery. The physician initiated the case with a 1.25mm rotalink burr and later upsize to a 1.75mm rotalink burr but there was a lost of flow in the distal vessel and the patient crashed and eventually expired. The physician reported that the patient was "high risk and had been declined by surgery."

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).